Event description:
Customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting the cartridge's o-ring, cleaning the pneumatic tap area, and completing the cartridge loading process. The customer successfully followed these steps, resumed insulin delivery, and was able to use the pump without further issues.